Manufacturer narrative:
A ge representative evaluated the system and calibrated the iris potentiometer and adjusted the 5v power suply. System operates as intended.

Event description:
Customer reported poor image quality. No patient injury was reported.